Event description:
Customer alleges intermittent error codes pop up on screen, the chair stops, turns on and off, then chair runs again. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxspmcg, (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Error codes 202 & 203 received on screen. Both motors being replaced under warranty.